Event description:
It was reported the detector in the table could not be connected. The device was in clinical use and there was no patient or user harm. Additional information received that the detector was dropped by the customer.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. The remote service engineer (rse) performed analysis and concluded that the detector was dropped by the customer. This resulted in a shock that triggered errors in the detector's shock log. There was no physical damage to the detector. After restarting the system, it began functioning properly again. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).